Event description:
The customer stated they are randomly receiving questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results. The customer provided 4 examples. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial result was >10000 miu/ml. With a 1:100 dilution, the result was 19893 miu/ml. This patient had a history of a higher result, so the same sample was measured again. The repeat results were 41461 miu/ml and 39623 miu/ml. These results were consistent with the patient's profile. The result of 41461 miu/ml was reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 180039. The expiration date was requested, but was not provided. The field service representative noticed that the syringe tubing of the sipper was not very tight and consequently there was a leakage at sipper. This problem was fixed. The wash stations were checked and the probe was centralized. He performed reproducibility and correlation which were within specifications. A specific root cause could not be identified. Calibration and quality controls were within specification. No reagent issue was evident. Based upon the information provided, the issues found by service were the most likely cause.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).